Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had a blank display when she woke up. Customer stated the device was emitting a funny hum and/or whine, then it flashed failed battery test. Customer inserted a new battery and the device started counting. Troubleshooting was done. Customer's blood glucose was 142 mg/dl. Possible causes of blank display. Customer was advised to disconnect the device. Customer reported the display was cracked. Customer stated the damaged occurred, fell down stair. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms or blank display was noted. The insulin pump was reset with the correct date and time and was monitored. No funny hum or strange sound or time change was noted. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a missing end cap sticker. No crack on the display window was noted.